Event description:
It was reported that this right atrial (ra) lead exhibited persistent noise on the ra channel, impedance greater than 3000 ohms, undersensing, difficulty in extraction. Due to lead body and insulation damage or fractured. In addition, the cause of the noise was due to the use of electrocautery and oversensing occurred in the setting of atrial rate of 50 to 110 beats per minute (bpm). Asynchronous pacing was programming was utilized to prevent asystole. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f and device codes field (h6) in section h.

Event description:
It was reported that this right atrial (ra) lead exhibited persistent noise on the ra channel, impedance greater than 3000 ohms, undersensing, difficulty in extraction. Due to lead body and insulation damage or fractured. In addition, the cause of the noise was due to the use of electrocautery and oversensing occurred in the setting of atrial rate of 50 to 110 beats per minute (bpm). Asynchronous pacing was programming was utilized to prevent asystole. This ra lead was explanted and replaced. No additional adverse patient effects were reported.